Manufacturer narrative:
Review of the batch manufacturing records indicate that ten packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a right hip conversion from a hemi to a total hip.